Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good visual condition. Upon cycling the device, it was noted to be empty and the lockout had been fired through. Please note the device contains a lockout feature that is designed to increase the required force it takes to close the trigger once the last clip has been fired; this reduces the possibility of empty jaws being closed on a structure. In addition, if the trigger is forced closed once the lockout has been engaged, the jaws may remain in the closed position. In addition, one jaw was noted to be broken at middle. Please note that an investigation has been initiated to address the potential root cause of the broken jaw issues. This condition is unrelated with the incident reported. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. The surgeon felt the force of grasping the trigger was higher and an unexpected noise was heard at the 4th or 5th firing. The clip was unformed. The device was fired a few times outside the patient, but the clip was unformed. The doctor commented that the device had been treated as usual, and there had been no torquing or twisting of the device present at the firing. Another device was used to complete the case. There were no adverse consequences to the patient.